Manufacturer narrative:
(B)(4). Batch # t5a04v. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found clamped with the jaws. The pan was removed from the jaws and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when the stapler, with unknown reload, no buttressing material was removed from the patient, to have the reload changed, the metal piece from either the stationary part of the stapler broke off or the metal sled from the reload broke off, when the reload was removed from the stapler. The customer wasn't able to verify for the sales rep. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.